Event description:
The facility reported a colleague infusion pump with "display". According to the facility, this event occurred during programming/set-up during biomedical testing. This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with "display" was confirmed during product evaluation. The root cause was determined to be lines on the main display. The main display was replaced to correct the condition. A device history review was performed with no exceptions during manufacturing found.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.